Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The system error 322 was not reproduced during testing. However, it was confirmed through the history log. System error 322 will occur when the pump transitions form the door open state to the door closed/set loaded state and the lower link switch does not activate. The upper and lower auxiliary components were replaced as they are known to contribute to the system error 322.